Event description:
The customer reported the ventilator began alarming low battery and then shut down while in use on a pt. The customer reported there was no pt harm. The respironics service technician tested the backup battery and found it to meet specifications. During the reported event, the ventilator was operating on the backup battery and alarming as specified to indicate the battery was in use. The battery functioned until it depleted, resulting in a loss of power which caused the ventilator to shut down and alarm. The service technician reported the diagnostic log showed the backup battery had depleted as expected during extended use. There was no malfunction of the device as it performed to specifications.